Event description:
Attending surgeon advised that the device was used for a ventral hernia repair. In doing so, the peritoneum was breached either by user error or a pre-existing tear. This condition allowed the device to be placed one layer too deep. The surgeon will now take the pt back to surgery for repair.